Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome-other. It was reported that the last time the patient had surgery the implantable neurostimulator (ins) was outside of and bothering the skin. It was unknown how long the ins had been bothering the skin. An appointment was scheduled with a doctor on (B)(6). The doctor told the patient to ask to setup for a manufacturing representative (rep) to come. Further follow-up is being conducted to determine the steps taken to resolve the issue. If additional information is received, a follow-up report will be sent.